Event description:
The fe reports ma sensor error. The system failed to produce x-ray following the error. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, hv tank and subber pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.